Event description:
It was observed during device evaluation that the gastrointestinal videoscope had a white foreign material in the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the air/water and suction cylinders had no color, switch 1 was cut, the forceps channel port had foreign objects, the insulation resistance value at the distal end did not meet the standard value due to the peeling adhesive on the bending section cover. The image had a partially dark area due to a crack in the objective lens, the air/water tube had foreign objects, the light guide lens was cracked, the adhesive on the bending section cover had visible thread, and the connecting tube and universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.